Event description:
The article 'accuracy of k-wireless insertion of percutaneous pedicle screws using computer-assisted spinal navigation: a systematic review and single-center experience' in world neurosurgery, (2020) 138:e267-e274, was reviewed. A prospective, observational study was performed on all patients undergoing minimally invasive lumbar fusion between (B)(6) 2014. All screws were placed using the es2 spinal system. Source images were transferred to the computer-assisted nav3i navigation system using the spinemap3d software. A total of 82 pedicle screws were placed in 20 patients who underwent surgery during the study period. There were 2 major pedicle breaches (belmont grade 3, superiorly) in a single patient throughout the study. This was noted on the postoperative computed tomography scan, which revealed a significant difference in screw angulation and trajectory when compared with the navigation and postplacement images obtained intraoperatively. Both screws were replaced using standard, minimally invasive techniques with 2-dimensional fluoroscopy, and the patient did not experience any adverse neurologic sequelae. No patients experienced a postoperative neurologic deficit. The authors additionally reviewed studies published between may 2011 and march 2017 and described the placement of 700 pedicle screws in 160 patients. Detail about the implants used was not included in the article. There were a total of 49 pedicle breaches which did not result in any neural, vascular, or visceral injuries. There were 2 major pedicle breaches (belmont grade 3 - superiorly) in a single patient throughout the study, resulting in a major breach rate of 2.44%. This was noted on the postoperative computed tomography scan, which revealed a significant difference in screw angulation and trajectory when compared with the navigation and postplacement images obtained intraoperatively. Both screws were replaced using standard, minimally invasive techniques with 2-dimensional fluoroscopy, and the patient did not experience any adverse neurologic sequelae. The patient did not experience a postoperative neurologic deficit.

Manufacturer narrative:
H6 coding has been updated to reflect completion of the investigation.

Manufacturer narrative:
H3 other text : device location unknown.

Event description:
The article 'accuracy of k-wireless insertion of percutaneous pedicle screws using computer-assisted spinal navigation: a systematic review and single-center experience' in world neurosurgery, (2020) 138:e267-e274, was reviewed. A prospective, observational study was performed on all patients undergoing minimally invasive lumbar fusion between (B)(6) 2014. All screws were placed using the es2 spinal system. Source images were transferred to the computer-assisted nav3i navigation system using the spinemap3d software. A total of 82 pedicle screws were placed in 20 patients who underwent surgery during the study period. There were 2 major pedicle breaches (belmont grade 3, superiorly) in a single patient throughout the study. This was noted on the postoperative computed tomography scan, which revealed a significant difference in screw angulation and trajectory when compared with the navigation and postplacement images obtained intraoperatively. Both screws were replaced using standard, minimally invasive techniques with 2-dimensional fluoroscopy, and the patient did not experience any adverse neurologic sequelae. No patients experienced a postoperative neurologic deficit. The authors additionally reviewed studies published between may 2011 and march 2017 and described the placement of 700 pedicle screws in 160 patients. Detail about the implants used was not included in the article. There were a total of 49 pedicle breaches which did not result in any neural, vascular, or visceral injuries. There were 2 major pedicle breaches (belmont grade 3 - superiorly) in a single patient throughout the study, resulting in a major breach rate of 2.44%. This was noted on the postoperative computed tomography scan, which revealed a significant difference in screw angulation and trajectory when compared with the navigation and postplacement images obtained intraoperatively. Both screws were replaced using standard, minimally invasive techniques with 2-dimensional fluoroscopy, and the patient did not experience any adverse neurologic sequelae. The patient did not experience a postoperative neurologic deficit.